Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/02/2024, it was reported by an arthrex employee via email that an anchor was broken during insertion. The procedure was completed by using another new ar-1927bcf-45, no patient harm and no secondary procedure was needed. All fragments were retrieved. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation summary: complaint is confirmed. Visual inspection identified that the implant 4.5mm bio-corkscrew of the 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire® had broken. Functional testing was not performed due to the damage to the device. The most likely cause can be attributed to improper bone preparation, excessive force being used or prying/leveraging the screw during insertion.